Event description:
During a therapeutic PICC line placement, the catheter fractured distal to the suture wing. No further complications resulted with this event. This device has not been received for evaluation. Threfore, a failure analysis is not available and co is unable to determine if the device met its specifications. They believe user technique and/or patient anatomy may have contributed to this event. Co directions for use outline appropriate placement, access and maintenance procedures.